Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was not delivering energy due to jaws not completely approximating during the ligation phase. There was no beeping sound when toggle was pulled back to activate the device. The pre-cautery test was not performed. A new device was opened to complete the procedure. There was a procedural delay to open the second device. There was no patient injury reported.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. A lot history record review was completed for lots 3000370519, 3000370037, and 3000370626 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000370037. There were no ncmrs, rework, or deviations documented for the last 1 lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lots # 3000370519 and 3000370626 history record review was completed. There were ncmrs , rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.